Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event dates of 09jan2025 ¿ 10jan2025 were reviewed. The log file captured intermittent low voltage hazard and no external power alarms from (B)(6) 2025 at 14:25:16 to (B)(6) 2025 at 08:42:31 due to losses of external power while connected to the mpu. The alarms resolved each time once external power to the mpu was restored. The system controller backup battery supported the system during the losses of external power without any issues. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Provided information provided communicated that the patient was walking around their home while connected to the mpu, causing the mpu ac power cord to become disconnected from the wall outlet. The root cause of the reported event was determined to be the mpu ac power cord becoming disconnected from the wall outlet. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 05may2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had several no external power alarms and increased backup battery (ebb) usage. The patient spent most of their time on the mobile power unit (mpu) and testing the range by walking to different rooms in the house, which caused the power cord to come out of the wall. The patient was instructed to switch over to battery power when getting out of bed. The patient also received a handful of "replace ebb" alarms. Log files were submitted for review and captured 1 no external power event while the patient was switching power sources, the rest of the no external power events were due to the power to the mpu being briefly interrupted. The ebb use count increased by 1 each time these power issues occurred. The log files began capturing ebb faults on (B)(6) 2025 due to a failed load test. Exchanging the ebb resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.